Event description:
It was reported that the device was used during a laparoscopic donor nephrectomy procedure. It was reported by the rep that the surgeon attempted to fire the stapler after it was closed around the renal artery. The instrument would not fire and upon closer inspection the proximal end of the staple line had partially fired. This happened with (2) separate instruments during simultaneous firings. The third instrument worked fine and the case was completed with no consequence to the pt.